Manufacturer narrative:
(B) (4).

Event description:
It was reported that the stimulator "screwed the pt up". The pt had both a spinal cord stimulator and motor cortex stimulator. Motor cortex stimulation gave the pt grand mal seizures. It is unclear if the motor cortex stimulator was a medtronic product. Both systems were explanted at once. Add'l info has been requested. A f/u will be submitted if add'l info becomes available.